Event description:
It was reported that, "when we took the trial out of the tray, I noticed that the tip of the trial was broken off. The surgeon decided to continue to use the trial."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.